Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leak. It was reported that during preparation, the steerable guide catheter (sgc) would not hold fluid column. The sgc was re-prepped however still failed therefore the device was not used. There no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided.